Manufacturer narrative:
(B)(4). It was reported that mild calcification was noted in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary diagnostic procedure. Reportedly, when the plunger was retracted a cuff miss occurred. The proglide device was removed and a second proglide was used with the same results. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae or clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.